Event description:
The customer stated that he tested his blood glucose using his new contour meter and his elite meter. The contour read 61 mg/dl, while the elite read 177 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Further troubleshooting of the contour system showed it to be operating as designed. No product will be returned for eval.